Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous, 90% stenosed lesion in the proximal right coronary artery (prca). A 3.50x48mm xience skypoint drug eluting stent (des) was advanced, however it failed to cross due to the anatomy. The des met resistance with the anatomy during removal. No other device was able to cross; therefore, future treatment via rotablation or surgery was planned. There was no reported adverse patient effect and no clinically significant delays in the procedure.